Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 365 mg/dl at the time of the incident. The alarm was not resolved. The customer treated blood glucose readings with a manual injection. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump passed the sleep current measurement and active current measurement. Pump received with normal operating currents. No unexpected low battery alarm noted. However, replace battery alarm, replace battery now alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, broken belt clip rails, missing display window cover, cracked select button keypad overlay, scratched keypad overlay, serial number label fading, end cap address label faded and minor scratched lcd window.